Event description:
Customer reported experiencing high blood glucose readings of over 400 mg/dl. Customer's blood glucose reading at the time of the call was 441 mg/dl and has treated with a manual injection. Customer stated that her legs were tingling. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was conducted and failed twice. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.